Manufacturer narrative:
The device was evaluated by ventec where the reported issue of unexpected reboots was confirmed. Ventec observed that the internal battery had leaked and contaminated the control board. Ventec then replaced the control board and internal battery to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was contamination on the control board due to the internal battery leaking. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that the device unexpectedly rebooted by itself. There was no patient involvement associated with the reported event.